Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent plif (posterior lumbar interbody fusion) surgery at 3 levels. During surgery, the screwdriver sleeve broke. The product came in contact with the patient. There is no fragment of the device remaining in the patient. No patient complications were reported as a result of event.

Manufacturer narrative:
Product analysis: visual inspection confirmed approximately 3mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow. The above findings are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.